Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the angiogram provided; however the type and cause of the endoleak could not be confirmed. Pre-implant or complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. A type ia endoleak seems unlikely as the contrast blush was also seen with the pig tail catheter down in the descending aorta, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. The endoleak may have been a type iiib endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) along the angulation of the aortic arch are potential root cause(s). Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. B:5 additional information received; it was confirmed the endoleak was a iiib endoleak. A:4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aneurysm. Vamf3434c200te proximally and 3630160 was used at the distal end as an extension. It was reported approximatley 5 years post the index procedure, follow up CT revealed that the original stent at the tectorial membrane had contrast agent leakage. Intervention treatment was performed. A new vamf3434c200te was re-implanted with angiography confirming resolution of the endoleak and that the stent was in good position. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.